Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the defibrillator "need the battery". There was reportedly no patient involvement.